Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse had arrived on site to perform a universal surgical manipulator (usm) 4 exchange. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to have an error of 1162. The usm was tested on a test platform where it failed the check cannula test. Inspection of the cannula was performed where fluid intrusion was located on the flat flex cable (ffc). A new ffc was installed, and the error went away. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the site was getting repeated 1162 faults on the universal surgical manipulator 4 (usm). The system was not connected to onsite so the intuitive surgical, inc. (Isi) technical service engineer (tse) could not review logs. The isi tse had the customer hard cycle the patient side cart (psc) twice, but the issue remained. The isi tse advised the customer that they could disable the usm 4 and continue as a three-arm system or possibly swap out the pscs if necessary. The site was waiting for the surgeon to make a decision. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the case, but not sure pre or post-anesthesia. The system functionality was checked upon powering the system. The technical support was contacted for troubleshooting and tried to correct the issue with a reset. The procedure was completed robotically with a robot from another room. There was no injury to the patient.